Event description:
It was reported, that the pump battery was depleting quickly. The touch screen was cracked and pixels are not working in areas of the touchscreen. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.